Manufacturer narrative:
Hill-rom tech found the latch plate pivot bolt was too tight not allowing latch plate to pivot into lock position. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech adjusted latch plate bolt to resolve the issue. Based on the info, no further action is required.

Event description:
Hill-rom received a report from the account stating the left siderail not locking. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).